Event description:
During field service installation of the device, the user reported the flow sensor would not consistently latch as expected with the tubing inserted. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.